Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer experienced an elevated blood glucose (bg) reading; value was not provided. High bg cause was not known. Customer delivered a correction bolus via pump to address bg level, and reverted to an alternate method of insulin therapy.